Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation underneath her breasts. The patient's doctor instructed the patient use baby powder on the irritation. After using the baby powder on the skin irritation, the patient reported that it had improved and was healing. There were no allegations of a device malfunction contributing to the irritation.